Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products: unknown oss femoral component, cat#: unknown, lot#: unknown; unknown oss bearings, cat#: unknown, lot#: unknown; unknown oss tibial tray, cat#: unknown, lot#: unknown; unknown oss assembly components, cat#: unknown, lot#: unknown; unknown oss femoral stem, cat#: unknown, lot#: unknown; unknown oss tibial stem, cat#: unknown, lot#: unknown. (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05337, 0001825034-2017-05338, 0001825034-2017-05339, 0001825034-2017-05340, 0001825034-2017-05341, 0001825034-2017-05342. (B)(4).

Event description:
It was reported in a journal article that there were 13 cases of incision and drainage for late infections. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event and did not malfunction. The initial report was submitted in error and should be voided.